Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion, measuring 35 mm in length with a vessel diameter of 3.0 mm, was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation of the ivus catheter outside the body, it was found that the tip was blocked, flushing was not feasible, and air could not be primed. The image was lost, and the catheter had zero imaging sessions. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion, measuring 35 mm in length with a vessel diameter of 3.0 mm, was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation of the ivus catheter outside the body, it was found that the tip was blocked, flushing was not feasible, and air could not be primed. The image was lost, and the catheter had zero imaging sessions. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed the sheath assembly was kinked. No damage was found in the imaging core within the telescope and sheath section of the device. The impedance test showed an electrical open at the proximal end of the catheter between 130-140cm from the distal housing. During the flush test, the device could not flush when the telescope was fully retracted and fully advanced. Microscopic inspection revealed wrinkles around the heat shrink tubing of the drive cable. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "cause linked to device but unable to trace more specifically" following a review of the reported event details and the available information. The device was returned for product analysis; however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable, previously identified as related to the difficult to flush issue; therefore, limiting the identification of the probable cause of the reported event.